Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of carrier retraction problem. Block h10: the returned capio slim device was analyzed and found to be visually in good condition. However, during functional analysis, it was found that the carrier got stuck in the cage after actuation. With all the available information, boston scientific concludes that the complaint of "cage failure to catch a needle" could not be confirmed and was classified as no problem detected. Additionally, during the product analysis, it was found that the carrier got stuck in the cage after actuation. All the compiled information on this investigation determined that the most probable cause is cause traced to device design. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During the procedure, the cage did not catch the dart. This event has been deemed reportable based on the investigation results: the carrier did not retract after actuating the device during functional analysis. Please see block h10 for full investigation details.